Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen lps cemented femoral, catalog #: 00599601652, lot #: 62372221. Nexgen stemmed precoat tibial component, catalog #: 00598004702, lot #: 62383338. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00212 and 0002648920-2017-00243.

Event description:
It was reported that following a knee arthroplasty, the patient was revised due to pain and instability. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
The products were returned for further evaluation. Visual inspection of the devices found that the articular surface exhibits minor indentations and scratches across all surfaces. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Per the packaging insert associated with the device ¿joint instability¿ is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.